Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the controller printed circuit board. The system was tested and found to be working as intended and put back in service.